Event description:
4/29/96 bilateral breast augmentation with saline mammary implants. 12/96 (l) implant leaked. 12/11/96 surgically removed and replaced. Scar tissue noted connected to valve and allowing implant to leak.